Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the device completed infusion 6 hours early. The expected therapy time was 24 hours. The device had been filled with 3000mg cefazolin in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not reveal any evidence of an overinfusion. The reported condition was not verified. For reported overinfusion problem, a functional flow rate test must be performed on the physical sample to verify the flow rate accuracy of the alleged device. Therefore, reported overinfusion problem could not be objectively confirmed via the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.